Event description:
Trifuse tubing was connected to patient's ir (interventional radiology) PICC was discovered severed at the hub. It appears to the rn to be a defective trifuse, as if the adhesive used to hold the tubing in the luer lock was not effective. Tpn and fluids were infusing onto the bed. It appears that the bedside rn caught the problem rather quickly as the volume of fluid on the linens was small. Due to the timing of the incident, staff do not recall when this may have happened (after a dressing change or tubing change). The PICC line was in the patient's upper right extremity with the trifuse tubing attached to the PICC. Event noted by staff to be an unusual event. This error reached the patient and required monitoring and intervention but resulted in no harm to the patient. This device is in a custom kit for this facility.device #1is this a laboratory device or laboratory test?no.